Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The proglide device was flushed prior to use. Reportedly while in the anatomy, blood flow was slow and not pulsatile. The device angle and position were adjusted but unsuccessful. The device was removed. Re-flushing was attempted but unsuccessful as fluid did not exit the marker. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. When attempting to close, the suture was accidentally cut [separated] while attempting to push the knot down. The vascular surgeon was called in at this point to place manual sutures to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen obstruction appears to be related to the under insertion of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.